Manufacturer narrative:
Date sent: 10/01/2008. Eval summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled and fed 1 clip with gap and 12 conforming clips. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and anomalies were found during the manufacturing process.

Event description:
It was reported prior to an unknown procedure, the clip was not fed to the jaw properly. Another device was used to complete the case. There were no adverse consequences to the patient.